Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test and a review of the alarm log were performed. The device passed all tests. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a fg.561 alarm (pump powers off unintentionally). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.